Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cutter did not actuate as intended during a cataract vitrectomy combination procedure. The aspiration condition was unknown. The procedure was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
One opened probe was received, wrapped in bubble wrap, in a tray along with other items. At the time of receipt, the probe needle was observed to be broken off. The sample was visually inspected and found to be nonconforming with the probe needle completely broken off, the remained probe needle was not returned. No functional test could be performed due to the probe needle broken condition. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was not able to confirm the report of actuation failure due to the probe needle broken condition. How and when the broken probe needle occurred cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An exact root cause for the broken probe needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).